Event description:
An impella cp was inserted via the right femoral artery in a 54-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock and was classified as society for cardiovascular angiography and interventions shock stage d. The patient had a known history of coronary artery disease and required inotropic therapy, vasopressor therapy, and mechanical ventilatory support during management. During post-insertion monitoring, registered nursing staff and the cardiovascular intensive care unit team observed a small hematoma forming at the right femoral access site. The registered nurse applied manual pressure for five minutes and readjusted the groin site, after which no further progression was noted. The access site finding occurred in the setting of large-bore femoral arterial access, critical illness, and the use of vasoactive medications and anticoagulation as part of standard care, which may have caused or contributed to the observed hematoma. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp and the reported event. The patient survived

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.